Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, and distribution records according to the description of the product(s) used was conducted. All records revealed that all product(s) lots were manufactured within specifications and distributed in accordance with all operating procedures. The hexalobe at the distal tip of the instrument was sheared. Analysis of the fracture face indicates that the failure occurred in torsion. Compounding stresses imparted through normal use over time may have contributed to the failure. It was also reported that the instrument was tightened beyond the value indicated by the laser markings on the proximal knob. Over-torqueing could have contributed to premature failure of the instrument.

Event description:
On (B)(6) 2018 it was reported to k2m, inc. That a surgery took place in which the tip of a torque indicating wrench sheared during final tightening and was left in the set screw inside the patient. Surgery took place (B)(6) 2017.